Manufacturer narrative:
Device was used for treatment, not diagnosis. Device manufacture date: the device manufacture date is unavailable. The manufacturing location was unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified veterinary surgical procedure it was observed that the blade had become ¿stuck¿ on the sagittal saw attachment device and was hard to use. It was further observed that the attachment device did not release and lock as it should. It was not reported if there was a delay in the procedure due to the event or if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Correction: the serial number was documented as in the initial report and has been updated as (B)(4); therefore, UDI: (B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the attachment seized up due to the pin being secured, and the housing needed to be replaced. It was further determined that the device failed pretest for check tool coupling and check the function of the quick saw blade coupling. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI - (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/ address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. The dom (may 29, 2015) has been updated to reflect the date the device was manufactured. Device evaluation: upon further investigation of the device it was determined that the bearing of the attachment device was not functioning and was defective. Therefore, the reported condition of the blade becoming "stuck" on the attachment and is hard to use was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.